Event description:
During routine testing of the device at the service center, the user reported a "final checkout (test software)" error message. No other details regarding the nature of the event were provided. Since this event occurred during routine testing, there was no patient involvement during this event.